Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while using an electric blanket the patient experienced a feeling similar to being "hit with a hammer." The device remains in use. No patient complications were reported as a result of this event.